Event description:
Rptr alleged the tenth (10th) contact from the left to right on the inform base unit system is blackened. No report of actions taken or treatment administered. A request was made for the return of the suspect device and replacement product was sent.